Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 7.1, lab: 1.9, date: (B)(6) 2011, inratio: 7.5, lab: 1.8, date: last week, inratio: >7.5, lab: 1.9. Time between meter and lab testing is about 20 minutes. Pt reports that he occasionally milks the finger, but not much. Customer has been using this lot of strips since (B)(6).